Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient's information has been requested.

Event description:
The customer reported that the unit could not boot up. The customer reported that the device was in clinical use at the time the reported issue was discovered; but there was not harm to the patient.

Manufacturer narrative:
Serial number is unknown. No further information was provided. All follow-up attempts were made. No response provided by the customer.